Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient developed signs and symptoms if cerebral hemorrhage. Initially it was noted as ischemic hemorrhage. The physician was unable to determine if the event was related to impella or ECMO since both were being used at the same time. As a result, the patient underwent a craniotomy thrombectomy. No further information was provided.